Event description:
According to the reporter, during a laparoscopic rectal cancer procedure, when the circular stapler was opened in a two full turn and withdrawn. When removed from the anus, it was seen that the anvil was not released and was still attached around the anastomosis. The laparoscopic case was converted to an open surgery, the anastomosis was interrupted, and a new anastomosis was created.

Manufacturer narrative:
Additional information: b3, b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, when the circular stapler was opened in a two full turn and withdrawn. When removed from the anus, it was seen that the anvil was not released and was still attached around the anastomosis. The laparoscopic case was converted to an open surgery, the anastomosis was interrupted, and a new anastomosis was created.